Event description:
Customer reported that he was hospitalized due to high blood glucose. Customer does not feel well. Customer is nauseated, weak and lethargic. Customer was hospitalized overnight due to high blood glucose. The current blood glucose reading is 334 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report number: 3004209178-2014-85393.